Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, a laser probe was returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. No similar complaints were reported for this product serial number (under investigation). A laser probe was returned for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformities. The returned sample was slowly inserted into a 23ga trocar and passed through without any resistance; consequently, there was no problem found inserting the laser probe into the trocar. The returned laser probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the vitrectomy, ophthalmic laser probe tip could not be inserted into the trocar cannula. The energy of laser probe hasn't been tested because the laser probe could not be inserted, connection to device and test were normal. After replacing with a new laser probe, the surgery was successfully completed. No patient harm.